Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 12/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound-guided percutaneous transhepatic cholangiography drainage catheter placement procedure, the length of the trocar needle was allegedly longer than the catheter too much. It was further reported that the sleeve needle was much longer than the drainage tube that the front end of the tube allegedly got damaged during the puncture. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 8fr navarre drainage catheter was received for evaluation. Visual, functional and dimensional testing were performed on the returned components. The distal end of the catheter was noted to be deformed. According to the manufacturing site evaluation, all dimensional measurements were confirmed to be in spec. Therefore, the investigation is confirmed material integrity issue. More specific damage was identified which is deformation. However, the investigation is unconfirmed for the reported defective component issue as all dimensional measurements were confirmed to be in spec. The definitive root cause for the identified catheter tip deformation could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device) h11: d4 (unique identifier (UDI) #), h6 (method, result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound-guided percutaneous transhepatic cholangiography drainage catheter placement procedure, the length of the trocar needle was allegedly longer than the catheter too much. It was further reported that the sleeve needle was much longer than the drainage tube that the front end of the tube allegedly got damaged during the puncture. The procedure was completed using another device. There was no reported patient injury.